Event description:
Updated summary:- as per latest information this event reported under regulatory report 2032227-2025-209446 was wrongly created under incorrect part number. And another regulatory reported submitted correctly under 2032227-2025-209444. So event submitted under regulatory report 2032227-2025-209446 is not-reportable as it's duplicate.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump, the pump was exposed to moisture, received a blank display and keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880 and mmt-1884. Troubleshooting was performed for damage, and the customer reported damage to the battery tube side and battery tube threads. Also, the pump's functionality was affected. Troubleshooting was performed for display issues and found that the customer was using the correct battery cap. Troubleshooting was performed for fluid in the pump, and the customer reported that the pump buttons were unresponsive. Troubleshooting was performed for keypad anomaly, and the customer stated that the pump was not exposed to a change in altitude. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. No product return is required for mmt-1880. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer's response was that the device would be returned.